Event description:
It was reported that this left ventricular (lv) lead exhibited far-field oversensing and there is loss of capture. At this time, the lead remains in service. No adverse patient effects were reported.